Event description:
Target was informed that during the procedure, the detachment time was very long. After one hour the coil was smoothly pulled out with no incident. However, upon inspection of the returned device on 2/25/98 it was found that the gdc coil had detached making this complaint on MDR. The pt was not affected from this occurrence.